Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The patient reported that the charge from her battery didn't stay long. No further complications were reported.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins still holds a charge just not as long and they first noticed this in (B)(6) 2018. The patient said they had noticed and circumstances that may have led to the issue. The patient stated that the ins still doesn't have a full charge and the issue had not been resolved. The patient noted they were currently looking for another doctor. No further complications were reported.